Event description:
Ring came off as the doctor pulled bag into the shaft. The event was associated with one (1) genistrong specimen retrieval bag, extra large (product code 550-000-008). Delay in procedure, but there was no patient harm.